Event description:
Device 3 of 4. Reference MFR report#1627487-2017-03174. Reference MFR report#1627487-2017-03172. Reference MFR report#1627487-2017-03171. Follow-up identified the issue persisted and as a result the patient was admitted back into the hospital. Reportedly, the patient is being treated by internal medicine and infectious disease doctors.

Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2015. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR report#1627487-2017-03174, reference MFR report#1627487-2017-03172, reference MFR report#1627487-2017-03171. The patient has two swift-lock anchors with the same lot number it was reported an infection was discovered at near the patients' scs implant(s). The specific location affected is unknown. No further information regarding the issue is available at this time. Note: all devices are being reported due to insufficient information.

Event description:
Device 3 of 4 reference MFR report#1627487-2017-03174; reference MFR report#1627487-2017-03172; reference MFR report#1627487-2017-03171. Follow-up identified the patient's scs system was explanted on (B)(6) 2017 due to infection at lead and anchor incision site.